Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by removing an obstruction from the ict waste to 1ml syringe tubing and repairing a leak. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict waste to 1ml syringe tubing did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict waste to 1ml syringe tubing were identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module. The samples were re-run on another analyzer and the repeat results were in alignment with the patients¿ historical results. The following data was provided: patient 1 initial result 140 mmol/l, rerun on another instrument 164 mmol/l. (Customer normal range 136 to145 mmol/l). No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module. The samples were re-run on another analyzer and the repeat results were in alignment with the patients¿ historical results. The following data was provided: patient 1 initial result 140 mmol/l, rerun on another instrument 164 mmol/l. (Customer normal range 136 to145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.